Event description:
Following complete dissection of the thymus gland, an endocatch bag was placed through the assistant port and the thymus gland was placed within the bag. Following retraction of the instrument, it was noticed that a piece had broken off into the bag. This instrument was removed. The bad was closed and retrieved through the assistant port. The specimen was examined and the small portion that had broken off the instrument was identified in total and removed within the bag. This was sent off for further examination. An x-ray was performed prior to extubation and did not demonstrate any additional portions of the instrument. The patient was successfully extubated and transferred to the recovery room in good condition.